Event description:
Leather in situ valve cutter kit used with 2mm valve cutter. The valve cutter was passed up through the vein and then removed, the tip was missing. The excision was extended and attempts were made to locate the tip by x-ray and ultrasound, but the piece was not found.